Event description:
It was reported that the patient presented to the hospital after receiving inappropriate hv therapy due to post-sensed t wave oversensing. Programming changes were recommended and the hv therapy would be disabled. The patient is being closely monitored.